Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that during an appointment on 2015 (B)(6) with the healthcare professional (hcp) about the patient¿s pain levels, the hcp discovered the pump was ¿disconnected¿ from the catheter, and the hcp changed the pump settings from simple continuous to minimum rate. The patient had complained of pain and weakness in both legs, and chest wall pain. The patient was expected to have a surgical intervention to reattach the catheter to the pump, but instead the patient was hospitalized on 2015 (B)(6) and underwent emergency surgery to remove a tissue granuloma/inflammatory mass (im) growing near the catheter (at t2) which was found by MRI scan (magnetic resonance imaging). The patient was doing well post-surgery in terms of the im but explant ¿seemed imminent¿ due to the possibility of im developing again, and the patient¿s family expressed interest in having the pump turned off. The patient was not receiving therapy and was alive with injury at the time of this report. The passcode for authorization to turn the pump to off state was given. The pump was used to infuse dilaudid (hydromorphone) and bupivacaine. No outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received a follow up report will be sent.

Event description:
Additional information received from a consumer reported a catheter failure with a granuloma that resulted in the patient being hospitalized on (B)(6) 2015. It was noted the patient had surgery to explant the device on (B)(6) 2015.